Event description:
Incident reported as: when the neptune heater is on and breathing circuit is lying across pt's chest, occasionally, artifact appears on pt's heart monitor. The ectopy occurred when (B) (4), pt monitor was also used in conjunction with the neptune heater. No pt injury reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Investigation is ongoing. A follow-up report will be sent when available.